Event description:
It was reported that the monitor smelled of smoke when the hosp staff turned on the monitor in the morning. No smoke was observed, however, a burning smell was noted. No pt was connected to the device and hence no injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.